Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose (bg) level was"high"on the continuous glucose monitor; although specific value was not provided. Customer did not address the elevated bg at time of report.